Event description:
A report was received for the a1059 mayfield modified skull clamp. It stated that the metal thread was exposed. The device was in contact with a patient. There was no patient injury. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 30 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the complaint was confirmed via inspection. The unit was cleaned per protocol. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The heli-coil is coming out of the ratchet extension arm. Unit received with the lock has both rotational and lateral movement. Device history record reviewed for this product ID (a1059) lot code/work order: 161/(B)(4) manufactured on 01/23/2016 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. CAPA has been initiated / issued to further investigate this reported failure. Conclusion: the end users reason for return was verified however the root cause could not be determined at this time; a CAPA has been issued to further investigate this reported failure.